Manufacturer narrative:
Results: the jet7 was fractured approximately 61.5 cm from the hub. The device had kinks approximately 33.5, 88.5, 116.0 ¿ 117.5 and 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a fracture on the mid-shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks throughout the length of the device. These kinks may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7. While attempting to make another pass, the physician noticed that the distal end of the jet7 was broken during aspiration; therefore, the physician pulled to remove the jet7. The procedure was completed using a non-penumbra catheter, a stent retriever device and the same neuron max. There was no report of an adverse effect to the patient.